Event description:
The foley tip was bent and crimped. Rn did not feel like the catheter was safe to use on the patient. The product did not have patient contact or harm. Manufacturer response for tray urine meter 14fr surestep siver latex 051456, (brand not provided) (per site reporter). Quality report filed.